Event description:
Hcp reported the patient was experiencing increased pain. A catheter dye study was done during which both injection and aspiration were found to be difficult. The catheter was replaced. The patient is reported to be doing great since the surgery.